Event description:
It was reported that the patient had no stimulation sensation. The patient was reportedly in a motorcycle accident and landed on her hip on the side of the implant the night prior to this report. It was noted that the patient could turn stimulation on but ¿could feel stimulation.¿ the patient stated that stimulation was fine prior to the accident. The following day, it was reported that the patient lost therapy following the motorcycle accident. High impedances greater than 10000 ohms were reported; it was noted that contacts 9 and 10 were the only viable contacts. It was noted that x-rays were ordered. It was also noted that the patient was reprogrammed. There were no patient symptoms or complications associated with the event. The patient was noted to be alive without injury. Additional information has been requested but was not available as of the date of this report. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 3487a-33, lot# j0333692v, implanted: (B)(6) 2003, product type: lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient; product ID 748940, serial# (B)(4), implanted: (B)(6) 2003, product type: extension; product ID 3487a-33, lot# j0333717v, implanted: (B)(6) 2003, product type: lead. (B)(4).